Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they were experiencing a constant tingling going down their leg that increased and decreased in intensity. The patient noted that they had turned stimulation off for about a minute but did not notice any change. The patient stated that they had scheduled an appointment with their neurologist in two weeks and mentioned having sciatica pain in that same leg. The patient denied any trauma or falls that could be related to the issue and noted that they could feel the implantable neurostimulator (ins) when they sat down stating that it was the placement of the ins and how they sat. No further complications were reported or were expected.